Manufacturer narrative:
Date of event was approximated to (B)(6) 2014 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted on (B)(6) 2014. As reported by the patient's attorney, the patient experienced the following injuries as a result of the implantation pelvic mesh device : chronic vaginal, muscular and leg pain, dyspareunia, foreign matter in vagina and urethral scarring. Boston scientific has been unable to obtain additional information regarding the event to date.